Manufacturer narrative:
The customer noticed that the number of rf results greater than 20 iu/ml had increased after loading immage rheumatoid factor reagent lot (B)(4) on (B)(4) 2011. The high level qc results were borderline high. Recalibration did not change the qc results. Rf reagent lot (B)(4) was loaded on (B)(4) 2011, but the number of rf results greater than 20 iu/ml did not decrease. The bec engineer documented the following in the service record: the annual preventive maintenance had been completed on (B)(4) 2011. The customer had changed the diluent 1 and buffer reagents, and renewed the cells. The 250 and 500 ul syringes were replaced. Fresh reagent and calibrator were sent to the customer. As of (B)(4) 2011, there have been no further calls from the customer regarding rf results. The root cause for this event has not been determined.

Event description:
A customer reported to beckman coulter inc. (Bec) that erroneously elevated rheumatoid factor (rf) results of 24, 21, and 20 iu/ml were generated by immage 800 immunochemistry system for three patient samples. The results were reported out of the laboratory. Repeat testing was not performed on this system or by another method. There was no change to patient treatment attributed or connected to this event.